Event description:
Reportedly, during iol implant procedure the injector piston overrode the lens. The incision was enlarged to remove the iol and a back up lens of an unknown model was implanted. A corneal suture was required. Additional information has been requested but not received.

Manufacturer narrative:
Although requested, the device was not returned for evaluation. A device history record review could not be completed as a lot number was not provided. The trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on all available information, a root cause could not be conclusively determined.